Manufacturer narrative:
A total of 23 patients (13 male and 10 female) with an average age of 53.3 years were included in the study. Exact date of event is unknown; march 18, 2018 is the date the article was published. This report is for an unknown opal cage/ unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: doria, c., balsano, m., rampal, v., and solla, f. (2018), minimally invasive far lateral lumbar interbody fusion: a prospective cohort study, global spine journal, vol. 8 (5), pages 512-516, doi: 10.1177/2192568218756908, (france). The aim of this prospective cohort study is to evaluate, in a prospective series, both clinical and radiologic efficacy of lumbar interbody fusion by minimally invasive intertransverse process approach. A total of 23 patients (13 male and 10 female) with an average age of 53.3 years were included in the study. Surgery was performed using a competitor's device and the interbody cage (opal, synthes, oberdorf, switzerland). All patients were clinically scheduled for follow-up postoperatively at 12 weeks, 24 weeks, 1 year, and 2 years. Mean follow-up was 26 months (range 24-36 months). The following complications were reported as follows: 3 patients (13%) experienced transient postoperative sciatic pain ipsilateral to approach side, spontaneously recovering within 3 months. 5 patients had grade 2 fusion. 1 patient did not present evidence of fusion (grade 3) but was clinically improved, not requiring further surgery. This report is for an unknown opal cage. This is report 1 of 1 for (B)(4).